Manufacturer narrative:
The customer reported that the bsm (bedside monitor) was in communication loss. Customer tried reseating the nic card but the network information would not come back in the deep software. A known working nic card was installed from another bedside monitor to resolve the issue. Customer was advised to buy a new qi-101p. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the bsm (bedside monitor) was in communication loss.